Event description:
Healthcare professional reported unknown side "redness, excessive drainage/seroma and what he considers signs of infections" of a non-allergan device. Device status is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).